Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined; however, the most probable cause could be due to the patient¿s pre-existing allergy. The instruction manual for use states, ¿possible adverse effects. Known potential adverse reactions include: patient allergy or sensitivity to certain materials may result in tissue irritation.¿ as part of our investigation of this report, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, a patient contracted a severe rash from the silicone vent tube that was placed inside the patient¿s ear. The patient's current condition is unknown.